Event description:
It was reported that following a coronary artery stenting treatment procedure in-stent restenosis occurred. The pt had a 4.0x32mm liberte' bare metal stent implanted to treat an unk lesion. At an unspecified time later, in-stent restenosis was discovered. The lesion was predilated with unspecified types of 2.0x20mm and 3.0x20 balloon catheters. The physician selected and advanced a 3.5x32mm taxus express2 drug eluting stent (des), but it would not cross the lesion. The procedure was completed with a 3.5x16mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "fine". Add'l info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.